Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity controlled conditions. The mix was firm with the powder and liquid components combining as normal with a wet-out time of 12 seconds and a mean dough time of 41 seconds which are within the specification limits. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The cement did not appear to be overly viscous and on testing, the cement appeared to have no flow which is characteristic of this cement type. Additionally, the product was tested for benzoyl peroxide (1.008% w/w) and dmpt (0.995% w/w) content, and these results passed specification. The product also tested positive on ir tests completed on both the powder and liquid components. No product problem or unusual observations were observed on the testing of the retained samples of this batch. See attachment "(B)(4) quality test results.pdf." Dva-107020-fde rev 6 was reviewed and cardiovascular events are described as a patient consequence on lines 36-39, 76, 83 and 171 (see attachment ¿(B)(4) ¿ extract from dva-107020-fde.pdf¿). Each entry has a severity of 10 and an occurrence rate of 1 or 2 (ifr). There have been 4 reports of cardiovascular events and antibiotic smartset products during the 18 months from 01 january 2017 and 20 june 2018. With demand sitting at 533540 for the same period, this gives us a complaint rate of 0.0007%. IFU-0630004 rev b was reviewed and cardiovascular events are included in the adverse events section under the heading ¿serious adverse events, some with fatal outcome.¿ as the hospital has only supplied the information in the complaint description, it is not possible to determine the relationship of the cement to the reported event. There has been no change to the product formula. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found the 2 additional reports related to cardiovascular events. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 2, by product family: 4 (3x smartset ghv, 1x smartset gmv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery at the point of introducing the cement for the prosthesis the patient went into cardiac arrest. This has happened to 3 patients over short period of time. (B)(6) has asked if we have changed the composition of our cement product. I have spoken to (B)(6) who assures me that they have not changed it but this product patch needs reporting for analysis.